Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that no readings, brief sensor issue or sensor error had been displayed on the receiver under 1 hour. On (B)(6) 2025, at around 6:00am, the patient's sensor was not reading. The reporter could not recall anything else about the receiver. When the husband took a fingerstick her glucose reading was 35 mg/dl. The patient was in diabetic shock, she couldn't move. The husband gave some jam to eat and gave her glucose shots. Then she felt better. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.